Event description:
A surgeon reports that a "defective optic" was noted after insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens.